Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the loop broke inside patient during a therapeutic prostate resection procedure. Surgeon was able to retrieve the piece successfully. The procedure was completed with a similar device without delay. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to provide an update to field h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the reported event occurred due to wear and tear. The loop at the distal end of the electrode wears out during use and can break, burn or melt. However, a specific root cause of the reported event could not be identified with the information received. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide an update to fields (d1, d4 and d9).